Event description:
Patient 1 intial ck result of <0 u/I, repeat result of 997 u/I. Patient 2 initial ck result of <0 u/I, repeat result of 79 u/I. Initial results were reported. Patients were not treated based on initial results. An additional 3 samples were reported to have given initial ck results of <0 u/I, repeat results were not provided. The initial result for these 3 samples was not reported. The field service representative determined the cause to be a defective sample valve / r1 reagent probe loose. The instrument was repaired. The user reports no further occurrences.